Event description:
The customer reported that the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR" upon powering on. Additionally, the lcd screen exhibited a dark hue around the edges and center, resembling a burn-in effect. Despite toggling and adjusting the brightness settings, the display remains difficult to read. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.